Manufacturer narrative:
The device was evaluated and the evaluation found adhesive on bending section cover had white-clouded area. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: the air/water cylinder and suction-cylinder had no color; the label on suction connector was damaged; insulation resistance value at distal end did not meet the standard value due to burn on the plastic distal end cover; adhesives around objective lens had white-clouded area; light guide lens had a crack and the connecting tube and universal cord had a wrinkle. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the distal rubber (coating) of the gastrointestinal videoscope was porous. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the whitish foreign material was found inside the air/water tube and air/water cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. Corrected field: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, although the adherence/clogging of the material was confirmed, we could not identify the material. Therefore, a definitive root cause could not be determined. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The event can be detected/prevented by following the instructions for use which state: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.